Manufacturer narrative:
Complaint of stretched was confirmed, visual inspection showed that the outer helix was not within specification which is consistent with procedure related damage. Electrical tests were performed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the procedure the physician was unable to obtain a stable current of injury. A decision was made to reposition with and while bringing the device out of patient body to inspect visually the helix and noted a piece of tissue and sprunged helix. The leadless pacemaker was not used and a new on was opened. There were no patient consequences.